Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that the ipg revision procedure did take place as scheduled on (B)(6) 2021. The ipg pocket was relocated to a position of comfort. All reported issues have resolved with no devices being explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg migrated. As a result, surgery is pending to address the issue.